Event description:
During an esophageal dilation, a cook savary-gilliard dilator was used. The dilator fell apart during the procedure and the metal band separated from the dilator. The metal band was retrieved. Further information was received stating that the metal band detached outside of the patient after the procedure. In addition, the device was reprocessed for other uses multiple times over ten years. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in a plastic bio bag. The radiopaque band was within the bag and the bag was taped onto the sgd. The sgd was not in a bag. A lot number was not provided with the returned device. Our evaluation of the product said to be involved confirmed the report. A visual examination of the product said to be involved confirmed that the metal radiopaque band had come out of the dilator tip. The metal band and the tip of the dilator did not appear to be damaged. The band was measured and found to be within specifications for both length and outside diameter. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusion: the root cause of the band detaching is unknown however the user indicated the device was in service for at least 10 years. Ten years is beyond the expected life of the device. The extended use of the device likely contributed to the failure. The IFU includes the follow precaution: reusability of a device depends, in large part, on care of device by user. Factors involved in prolonging life of this device include, but are not limited to: thorough cleaning following instructions provided in this booklet. During cleaning, inspect the integrity and the function of the device to determine advisability of reuse. If kinks, bends or breaks exist do not use. The IFU also includes the following warning: "the maximum service temperature for the dilator is 50c. Exposing the dilator to temperatures greater than 50c may compromise the performance of the device." Prior to distribution, all savary-gilliard esophageal dilators are subjected to a visual and functional inspection to ensure device integrity. Corrective action: a review of the complaint history was conducted. This is an unusual occurrence. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.